Manufacturer narrative:
This report is being submitted in pursuant to the pro based on information which has not been at m to invesed on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that foreign black matter was found inside the sterile packaging of one intrafix ® peek tapered screw 8-10mm x 30mm and one 30mm intrafix tibial sheath. These devices were not used. The sterile packaging was not received for evaluation as the pouch and box were missing. The paperboard with the implant device was the only thing received for investigation. No foreign matter was added to the device; therefore, this complaint cannot be confirmed. Additionally, upon visual inspection of the paperboard, a small stain outside the paper was observed. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Since there are controls in place to prevent any stain in the packaging; the possible cause about this condition found in the paperboard could be related to the handling during storage or transportation. A manufacturing record evaluation was performed for the finished device lot number: 7l04245, and no nonconformances were identified. The results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the document reviewed. Furthermore, a review into the mitek complaints system revealed no other complaints for this lot of 400 devices that were released to distribution. No additional information provided about the issue reported. We cannot discern a root cause for this failure at this time. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that a (B)(6) year old patient was treated for a left distal femur fracture. The fixation of the osteosynthesis was performed with the 16-hole va-lcp 4.5 / 5.0 mm condylar plate in the lateral part of the left femur with cannulated locked screws in the distal portion and solid locked screws together with corticals in the proximal branch. Once the fixation was finished the osteosynthesis was reviewed by means of the image intensifier and it was discovered that the medial cortex of the femur was not reduced. A medial approach was taken and fixed with a va-lcp 4.5 / 5.0 condylar plate 6 holes right with two (2) locked cannulated screws in the distal part of the plate, two (2) locked screws and one (1) cortical in the proximal part of the plate. There was no surgical delay. This report is for one (1) 5.0mm locking screw slf-tpng with t25 stardrive recess 46mm. This is report 5 of 10 for (B)(4). This complaint is linked to (B)(4).